Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm every third day, intraperitoneal, ongoing), tigecycline injection (50mg twice a day, intraperitoneal, ongoing) and amikacin injection (once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that pd therapy was discontinued and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted¿ for follow ups.